Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg pocket incision site had fluid discharges. It was noted that the patients symptom was not device related but was procedure related. The patient was prescribed with antibiotics and a pump was placed to help with the discharge. The patient was doing well.